Event description:
The quality assurance department of datascope corporation's cardiac assist division became aware of two cases of entrapped iab's involving two 48 year-old men occurring from 1971 through 1991. The info was reported in the 1993 issue of "the aninals of thoracic surgery"; volume 56: pages 368-70. The iabs in question were not returned to datascope. This is literature reference only. No further info is available. (Event complications: the iab was entrapped/surgically removed.) (Pt's current status: unknown.)